Event description:
The customer returned the duodenovideoscope to olympus for yearly maintenance without any malfunction reported. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation found the distal end of the scope had residual liquid and inside of light guide lens had stain. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: suction cylinder had no color; plug unit had a scratch; the play of upward/downward angulation control knob was out of the standard value due to wear of an angle wire; bending tube was deformed; connecting tube was snaking; adhesive around objective lens had wear and there was corrosion around forceps elevator. According to repair, parts must be replaced due to annual inspection. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer and the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the channel, port, and suction cylinder were cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution (neodisher, endo clean). There were no abnormalities in the accessories used for reprocessing. The surface was wiped after pre-cleaning and the distal end was brushed during manual cleaning using olympus small brushes. It was unknown if wiping/brushing occurred during manual cleaning or if the device has been used on a patient with the foreign material attached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Issue 1 (foreign material/residual liquid at distal end) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and no deviations we identified in the reprocessing performed. Therefore, the cause of the material remaining in the device could not be specified. Issue 2 (foreign material/stain inside light guide lens) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: issue 1 - tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Issue 2 - tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.